Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported ischemia and stenosis are listed in the instructions for use (IFU), as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that an unspecified promus stent was implanted in an unspecified vessel on (B)(6) 2010. On (B)(6) 2010 in-stent restenosis was found. (B)(4) study was positive. The patient was hospitalized and underwent unspecified percutaneous coronary intervention on (B)(6) 2010. On (B)(6) 2011 in-stent restenosis was again found. (B)(4) study was positive. The patient was hospitalized and unspecified percutaneous coronary intervention was performed. The patient was discharged to home on (B)(6) 2011 and the condition was considered resolved. There was no adverse patient sequela. No additional information was performed.

Event description:
Subsequent to the initial medwatch, additional information received indicating a promus 2.5x28 stent was implanted in the mid left anterior descending coronary artery on (B)(6) 2010. Treatment of restenosis on (B)(6) 2010 and (B)(6) 2011 consisted of balloon angioplasty only. Additionally, previously reported medical history of hypersensitivity to everolimus or cobalt, chromium, nickel,tungsten, acryl, and fluoropolymer could not be confirmed. No additional information was provided.

Manufacturer narrative:
(B)(4).